Event description:
It was reported that pump displayed malfunction alarm malf 13 with fault ID 13-0x2142 and that no notable events occurred prior to the malfunction. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide this information. Customer support arranged for pump replacement, and the customer reverted to an alternate method of insullin therapy.